Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) in a patient (born in (B)(6))coincident with dianeal therapy for peritoneal dialysis (pd). Pd therapy continued unchanged. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent and was hospitalized that same day. The cause of the peritonitis was unknown. The severity was assessed as moderate. On (B)(6) 2012, the patient received injection zinacef (cefuroxime) 750 mg one dose, and also began remedial treatment with injection gentamicin 80 mg daily until (B)(6) 2012. On (B)(6) 2012, remedial treatment with tienam (imipenem/cilasticin) began and continued until (B)(6) 2012, at which time remedial treatment with injection ceftriaxone 1 gram twice a day was initiated and continued until (B)(6) 2012. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.